Event description:
Upon removal of the epidural catheter post vaginal delivery, the catheter broke. Upon visual inspection, the catheter fragment outside the body shows fraying at approximately the 5cm mark. Imaging indicated there was a retained portion of the catheter. The images show broken epidural catheter in the right-side spinal canal outside of the thecal sac at l3-4 extending to the subcutaneous fat 5 cm from the skin surface.